Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that she continuously has high blood glucose levels about two hours after waking up every day. Customer stated that at night her blood sugar is low, but in the morning it is really high for the first 2 hours. Nothing further reported.